Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter had a sharp nodule on the end. The complainant did not use the product.

Manufacturer narrative:
Received 6 unused catheters. The reported issue was confirmed as manufacture related. Per visual inspection, sharp lumps were noted on all of the returned samples. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter had a sharp nodule on the end. The complainant did not use the product.